Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D3: mfg postal code - correction remove, due to incorrect entry on initial MDR.; d4: serial no - correction remove, due to incorrect entry on initial MDR.; e1: initial reporter postal code - correction, moved to e1 initial reporter zip code.; h3: reason for non-evaluation - correction remove, due to incorrect entry on initial MDR.

Event description:
Subsequent to the initial MDR, correction are required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial supplemental, additional information is being added in h10 additional narrative.